Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6 complaint is confirmed. One unpackaged, ar-3641sp, batch 5018496, suture assembly was received for investigation. Upon visual inspection, it was noted that the tip was broken and bent. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon insertion.

Event description:
*** Update dw (B)(6) 2024: it was found that the driver of the device and not the anchor was bent. It was further noticed that a small fragment of the driver has broken off. *** update dw (B)(6) 2024: further information was provided that no fragments remained inside the patient.

Event description:
It was reported that during a rotator cuff repair surgery the anchor severely bent during insertion. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.